Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint. Failure analysis investigation confirmed the customer reported failure mode with the following clarification: one of the pitch cables is broken. The pitch cable was found to be broken at the distal clevis hub and the cable segment that contains the crimp was no longer installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. On (B)(6) 2015, isi followed up with site (B)(4) who initially reported this complaint regarding the condition of the returned instrument. According to the initial reporter, there has been no report by the hospital's surgical staff that any patient has returned to the hospital due to retaining any fragment(s) from the reported instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and missing cable segment found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, while the surgeon was grasping a uterine fibroid, the cable on the tenaculum forceps instrument broke. There was no report that any fragment(s) from the instrument fell into the patient during the surgical procedure and there was no harm to the patient.